Event description:
This report is to advise of an event observed during analysis confirming a fractured tip.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly. Additionally, the catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.